Manufacturer narrative:
Concomitant medical products: product ID: 3778-60 pain stim lead, (B)(6) 2009; product ID: 3778-60 pain stim lead, (B)(6) 2009; product ID: 37713 pain stim ipg, (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.